Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on november 20, 2023, the implant was found to be broken. Also, the container containing the implant appeared to be opened on the edge, but the plastic pack was not opened. During the procedure the fns material is placed, which is titanium. Afterwards, the doctor decides to place a 6.5 cannula, which is made of steel. There was no discomfort from the specialist and it resolved and the patient was well. This report involves unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photos were returned to depuy synthes for evaluation. The depuy synthes team conducted a review of the returned photos. The photos in the attachment do not show the complaint device. Cleaning and sterilization instruction states: if not otherwise mentioned it is not recommended to mix different implant metals. Mixing of metals may lead to galvanic corrosion and a release of ions. This may cause inflammatory response, metal sensitivity reactions, and/or long term detrimental systemic effects. In addition, the corrosion process can reduce the mechanical strength of the implant. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the condition of the unk - screws: trauma would contribute to the complained device issue. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.